Manufacturer narrative:
The returned device was evaluated, both manual and preset simulation tests passed. The device is functioning as designed. No product performance issue identified, based on the investigation above, the customer complaint could not be duplicated. During investigation the device did not unexpectedly shutdown, however damage to ui ribbon cable insulation and wire with damaged insulation and exposed wire connects system board to user interface board j1 pin 50 (pwr key button wire) was observed. When the exposed wire contacts a nearby grounding point on the device's internal ac/dc power supply the device shuts down abruptly. The insulator/shield and kapton tape were added to prevent this from occurring. The device has been identified to be part of masimo recall #z-1187-2013. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Event description:
The customer reported that the rad-8 turns on and off "at will." There are no known consequences or impact to patient.